Event description:
The customer reported that the ventilator was alarming due to a high blower temperature occurrence. The customer reported the ventilator was in use on a patient and there was no patient harm. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers field service engineer verified the reported problem. The service engineer replaced the blower to address the reported problem. Final applicable testing was performed to operating specifications.